Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report

Event description:
It was reported that the primus stopped ventilation during a case. The user reacted by ventilating the patient manually until a spare device was available. There was no injury reported.

Manufacturer narrative:
The log file was analyzed whereby it could be determined that mains power got lost at the reported date and time of event. The device continued operation on internal battery until the battery was completely discharged. It could revealed that the battery was aged already a related entry "battery in power supply old" can be seen in the service menu. Due to the fact that the respective logging function was disabled it could not be reconstructed how long the device ran on battery until this was fully depleted. The power supply unit was tested in the manufacturer's lab and found fully compliant to specifications. The hospital provided the additional information that works had been performed at the facility's central power supply and that several power outages occurred due to that. The device is designed to post an alarm if mains power got lost and triggers depletion alarms when the remaining battery capacity underruns 20% and 10%. The residual capacity is being displayed continuously and with a fully charged functional battery, operation can be continued for 30 up to 90 minutes, depending on the ventilation parameter. A power fail alarm will be posted upon a completely discharged battery; this alarm is buffered by an independent power source (goldcap capacitor). Since the battery is subject to aging effects the service and maintenance instructions of the manufacturer require a replacement every three years. The device was manufactured in 2013. The battery was not returned for evaluation; hence it could not be determined with certainty if this was still the one the device was equipped with at the time of installation but it is seen likely. Field data confirms that the 3 year replacement interval is adequate; no premature battery failures were reported so far. Dräger finally concludes that the reported issue was the result of a chain of unfortunate events: certain episodes of mains power loss, user being unaware that the device was not connected to an uninterrupted power source and a back-up battery that was already expired. The user was able to bridge some minutes in manual ventilation mode until a replacement device was made available; no patient consequences have been reported. The device is fully functional again after replacement of the battery.

Event description:
Please refer to initial MFR. Report #9611500-2018-00042.